Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the device's system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would not complete the boot-up cycle.  The customer advised that upon attempting to power the device on, it could not get beyond the self-test in progress screen.  As a result, defibrillation would not be available if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed system pcb assembly and determined that the cause of the reported issue was the single board computer (sbc) card located on the assembly.